Event description:
It was reported that when the device was used for a low anterior resection, the surgeon had difficulty in removing the instrument. He was able to remove the instrument. Small leak in staple line was hand sutured to finish the case. Operating room time extended by 1 hour.